Event description:
A malfunction alarm identified as "malf 12" was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to report if the issue reappears, which the customer acknowledged and understood.